Event description:
Subsequent to the previously filed report additional information was received: 44 days after the implant procedure, the patient was admitted to the hospital on (B)(6) 2015 with a probable non-st elevation myocardial infarction. Two days later, on (B)(6) 2015, intravascular ultrasound (ivus) and optical coherence tomography (oct) guided-coronary angiogram identified 50 to 74% stenosis in the mid left circumflex coronary artery, which was reportedly due to the 3.5x28 implant being not well apposed to the vessel wall. Ivus found a probable clot and a shadow. Oct indicated the middle part of the implant was under-expanded. There was late in-stent thrombus. Balloon angioplasty was performed with good result. Tirofiban infusion was administered and the patient was discharged home three days later. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was confirmed. The reported inflation issue could not be replicated in a testing environment as the returned device was not returned in a condition in which the test could be performed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation issues/leaks/ruptures reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. This event is being filed for the probable leak in the scaffold delivery system. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the 2.5x28 implant delivery system was inserted into the ramus coronary artery, but it would not inflate. The indeflator was able to inject contrast. Reportedly, it was thought that there may have been a hole in the delivery system balloon. The delivery system was removed from the anatomy and replaced with a 2.5x23 implant without further incident. There was good clinical result. One 3.5x28 implant was deployed in the proximal left circumflex coronary artery. There were no adverse patient effects. No additional information was provided.